Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that therapy delivery test failed during checking due to malfunction of processor pca assy. During the replacement, cable mismatch was identified and yet to receive the cable ((B)(6) dfm100-cbl ui to processor) and replace the same. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the therapy delivery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.